Event description:
A pt experienced discomfort in the area of her implanted device. The pt had her device explanted prior to having an MRI completed. The MRI was conducted in an effort to diagnose why the pt was having discomfort. Other tests were noted as also having been done post explant, but were not identified. Tests had revealed that parts/pieces of the system were still left implanted. The pt's outcome was not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).